Event description:
Additional information received: the patient underwent an emergent surgical conversion due to a type iii endoleak; separation, and abdominal aortic aneurysm rupture. The cause of death was rupture.

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately nine years and six months ago with additional stent grafts implanted two years ago for an unknown reason. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT scan demonstrated that there was iliac limb stent graft separation on the right side between the ipsilateral limb and an ipsilateral extension resulting in a type iii endoleak. The decision was made to explant the stent grafts. The explanted stent grafts have not been returned. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (surgical conversion to open repair, endoleak), patient's condition affected effectiveness of device (likely due to disease progression; iliac artery dilatation), device failure/lack of effectiveness related to patient condition (likely due to disease progression; iliac artery dilatation).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (rupture).